Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device and the clips scissored during the first and second firing. After the second firing the clips fired correctly and they were able to use this device for the completion of the procedure. This was the second device used in the case and the previous device they had used fifteen clips with no issues. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. What were the indications for surgery? Gall bladder disease. Did the patient have any relevant history of surgical treatments? Asku. If so, what? Did somebody other than the primary surgeon fire the instrument? No. If so, whom?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.